Event description:
Device malfunction: foot break. Time of device malfunction: unk. Symptoms/ae: none. It was reported that a physician trained in the use of a proglide device attempted arteriotomy closure during an interventional procedure. Reportedly, a cuff miss occurred and another proglide was used to achieve hemostasis. During device evaluation, a posterior foot break was found. There were no reported adverse pt sequelae. Though requested, no add'l info was available.

Manufacturer narrative:
Evaluation summary: evaluation of the returned device found the customer experience of a cuff miss could be determined because the plunger, suture, link, cuffs, and needles were not returned with the device. However, a posterior foot break was found. No malfunction was detected and we were not able to determine the root cause based on the investigation findings. Review of the device history record for this lot did not produce any findings relevant to this report.